Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified coronary artery. A 15mm x 3.00mm nc quantum apex balloon catheter was advanced for dilatation; however, the balloon ruptured when it was inflated to 20 atmospheres. The device was removed and replaced, and the procedure was completed successfully. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc quantum apex balloon catheter. The device was visually and microscopically examined. There were numerous kinks to the hypotube of the device. There was blood and contrast in the inflation lumen and the balloon. There was blood in the guidewire lumen and the balloon was loosely folded. At 1mm distal from the distal markerband, a pinhole was found to the balloon.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified coronary artery. A 15mm x 3.00mm nc quantum apex balloon catheter was advanced for dilatation; however, the balloon ruptured when it was inflated to 20 atmospheres. The device was removed and replaced, and the procedure was completed successfully. No patient complications were reported.